Manufacturer narrative:
Concomitant medical products: dtmb1d4 crtd, implanted: (B)(6) 2017; 5068-45 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds and low pacing impedance. It was also questioned why the cardiac resynchronization therapy defibrillator (crt-d) only had two months remaining longevity and reprogramming options were requested to extend the battery life of the device. The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.